Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the electrosurgical generator esg-400 malfunctioned inside the patient. This caused the device to activate without the pedal being pushed resulting in cuts in the patient¿s intestines. The procedure was cancelled, support from the surgical team was needed to control bleeding and the patient was hospitalized.